Event description:
It was reported that a patient benefited from a change of deep bithalamic stimulation box for refractory epilepsy on (B)(6) 2023. In (B)(6) 2023, the implantable neurostimulator (ins) interrogation did not find any abnormality with normal impedances and an estimated end of life of 11 months. On (B)(6) 2024, the patient complained of a recurrence of the symptomatology. The limp was then unquestionable. The device was explanted on (B)(6) 2024 and re-implanted on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.